Event description:
Complainant alleged that while attempting to treat a pt, the device prompted a " lead fault" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device for evaluation and this compliant is still under investigation.